Event description:
The initial reporter received a questionable elecsys vitamin b12 immunoassay result from one patient sample tested on the cobas 8000 e 801 module. The initial result from the module was <150 pg/ml. The repeat result from another module was 906 pg/ml the qc after the patient sample run was out of range, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 87003600. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the qcs were within the specified ranges. The field service engineer inspected the module and determined that the sample probe tips stacked in an overfilled waste chute caused the event. He cleaned the waste liners and waste chutes and verified the module's performance with successful mechanical and precision checks. Product labeling states, "changing solid waste boxes on the e 801 module - when assaytips and assaycups have been consumed and disposed of, you change the solid waste boxes. A solid waste box is also called wasteliner. If the green button for one or both solid waste boxes is flashing, you change the full solid waste boxes for new empty ones. When to change the solid waste boxes is indicated on the reagent overview dialog box or by an instrument alarm." The investigation determined that incomplete customer maintenance caused the event. The investigation determined that the customer maintenance completion resolved the issue. The investigation did not identify a product problem.